Manufacturer narrative:
The insulin pump was received with partial display due to cracked and bleeding lcd glass. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd anomaly. The insulin pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he dropped his pump and that now he has a partial display. He is able to see the battery icon and reservoir status but when he hits the esc button, he cannot see the status screen. The customer said that the lettering is light and that there is a black blob. Customer's blood glucose was 75 mg/dl. The customer was advised that insulin pump would need to be replaced, to revert to a backup plan and that the pump would need to be replaced. The insulin pump is being returned for analysis.